Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited low impedance, the physician indicated his plan was to replace the lead during device changout at a later date, all other lead parameters are stable, the patient's condition is stable.